Event description:
Had a atrium proloop hernia mesh plug implanted in me (B)(6) 2012 caused me a great deal of pain from the moment it was put in me this plug kit causes major groin pain and body pain/inflammation from head-to-toe cold sweats weakness, fatigue skin issues, prostate inflammation and it also causes you not to be able to go to bathroom along with the suicidal thoughts that this mesh kit made me feel. I made a lifesaving decision to have it removed (B)(6) 2019 where a mesh removal surgeon discovered this product turned hard in me and adhered to my spermatic cord and my epigastric vessels as well as my bowels where 10 percent is still in me and was too dangerous to remove. After mesh removal my bathroom problems went away, and my prostate problems stopped it was like a storm was taken out of me. I still have body inflammation and fatigue for the rest of my life this product that is still on market took my youth and enjoyment of life from me with (B)(6) and (B)(6) in office is the only reason I am making a complaint to a three-letter agency like this. Atrium proloop plug is dangerous product needs a recall or a removal from market do the right thing FDA I demand you look into this monster product don't let atrium hurt more people like me.